Manufacturer narrative:
Reportedly, the device was used in the right leg. It should be noted the starclose instruction for use (IFU) states: ¿do not deploy clip in areas of calcified plaque.¿ the IFU violation did not contribute to the difficulty. H11 correction: IFU statement updated.

Manufacturer narrative:
An analysis was performed on the returned device. The mechanical jam was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, the device was used in the right leg. It should be noted the starclose instruction for use states: ¿the starclose se vascular closure system is indicated for the percutaneous delivery of an extravascular clip for closure of femoral artery access sites following catheter-based procedures.¿ it is unknown if the IFU violation contributed to the difficulty. Based on the information received and analysis of the returned device, the investigation determined that the reported issue and the subsequent treatment appears to be related to circumstances of the procedure. Based on the reported information and the observations from the returned analysis, it is likely a device angle change occurred prior to the thumb advancer stroke completion. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a starclose device after a peripheral arterial occlusive disease interventional procedure in a small bore hole. Reportedly, there was resistance advancing the thumb advancer (step 3). This step could not be fully completed as it was noted that the number "3" was not fully in the window. A needle was inserted in to the access port to retract the thumb advancer to safely remove the device. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 1494 clarifier- patient selection. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.